Event description:
It was reported that the iab was inserted without difficulty. Approximately 5 hours after insertion, blood was noticed in the helium tubing. Because of this, the iab was removed and replaced. There were no associated patient complications.